Event description:
It was reported the instrument was discovered fractured by the rep after receiving the device back from sterile processing. All pieces have not returned. The instrument did not break during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component (annex g) code is mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item and found it to exhibit signs of repeated use nicked / gouged / cracked and the post feature has fractured off. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.